Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation due to the patient¿s lead migrating from thoracic vertebral level 7 to thoracic vertebral level 11/12, as confirmed by x-ray. Reprogramming attempted were unsuccessful. As a result, the patient may be awaiting surgical intervention.